Manufacturer narrative:
In the case description, the user mentioned receiving a 25 u bolus uncommanded. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files on (B)(6) 2026, confirmed the delivery of a 25 u bolus on the date of occurrence. The engineering log files showed that the bolus button was pressed to open the bolus calculator, the total bolus box was tapped into the begin editing, the total bolus volume was manually adjusted one digit at a time from 0 u to 25 u, the total bolus box was tapped out of to end editing, and the confirm button was pressed to start delivery of the 25 u bolus. Evidence of interaction with the controller to program and start the 25 u bolus was found in the log files. No evidence of an uncommanded bolus was observed in the available log files. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient was wearing a pod on the hip/buttocks, reportedly for between 4 and 24 hours. The patient reported that review of the omnipod 5 iphone application showed a 25-unit insulin bolus that was not self-entered. At that time, the patient reported a blood glucose value of 244 mg/dl. The patient subsequently experienced hypoglycemia and was taken to the hospital, where the patient remained overnight for approximately 7 hours. Treatment reportedly included intravenous fluids and dextrose. The diagnosis provided was hypoglycemia. Blood glucose values during medical treatment were not available, as this information was not reported. The exact duration of hospitalization, discharge date, and additional symptoms leading to medical attention were unavailable because this information was not provided. The patient was reported to be stable following treatment. The event was initially reported by a pharmacist on behalf of the patient, with subsequent direct patient contact.